Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation of this device. The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the scope wash tubing was detached, and about 0.5 inches were remaining attached to the c-ring. A visual inspection suggests that additional force was used during clinical manipulation to detach and then bend the remaining scope wash tubing. Based upon the received condition of the device, the reported failure "scope wash tubing split in half and detached" is confirmed. A device lot history was performed, and there were no non-conformities that could have attributed to this failure mode. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring split in half and detached. The reporter stated that the event occurred between (B) (6) 2010, and (B) (6) 2010. No replacement unit was needed as it was toward the end of the procedure. The hospital did not report any pt effects. The product was returned.